Manufacturer narrative:
This product is not marketed in the us. Lens was returned in liquid, in lens case/vial. Visual inspection found a torn haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a 13.7mm vicm5_13.7, -7.00 diopter, implantable collamer lens tore during loading. There was no patient contact and the cause of the event was reported to be unknown. On (B)(6) 2018 a same model and diopter lens was implanted.